Manufacturer narrative:
(B)(4). As the extension set was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the end of a 12 foot extension set during priming on the homechoice machine, before the patient connected. The caller stated that no damage, kinks, nor connection issues were noted that could have contributed to the event. The caller also stated that no damaged was observed on the over pouch nor the shipping container of the device. The caller stated they started over the patient's therapy with new supplies upon noticing the leak. No patient injury or medical intervention was associated with this event. No additional information is available. This is report 2 of 3.